Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid right coronary artery (rca). Pre-dilatation was performed with the 2.5x12mm trek balloon dilatation catheter (bdc). The 3.0x15mm xience alpine stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy. A dissection was then noted; however, it is unknown if the dissection was caused by the trek bdc or the xience alpine sds. The sds was removed without issue. The 3.25x18mm xience alpine sds failed to cross the lesion due to interactions with the patient's anatomy and was removed without issue. The 2.5x12mm xience alpine sds failed to cross the lesion due to interactions with the patient's anatomy and was removed without issue. It was then noted that the dissection had severely spiraled; however, it is unknown if the dissection was spiraled by the 3.25x18mm xience alpine sds or the 2.5x12mm xience alpine sds. The patient began experiencing severe angina and st-segment elevation; therefore, an intra-aortic balloon pump (iabp) was placed and the patient was transferred to surgery where coronary artery bypass grafting (CABG) was performed. The patient is reported to be doing well, but remains hospitalized. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect however the failure to advance and treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of dissection and angina, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 2.5x12mm trek, 3.0x15mm xience alpine, and 2.5x12mm xience alpine referenced are being filed under separate medwatch MFR numbers.